Event description:
It was reported that 3 bd interlink¿ blunt plastic cannulas were found deformed before use. The following information was provided by the initial reporter, translated from japanese to english: "the cannula was deformed."

Manufacturer narrative:
Investigation: no samples or photos were provided for investigation; however, an investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd interlink¿ blunt plastic cannulas were found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cannula was deformed."